Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. It was noted by the clinician that the patient had an MRI procedure. After reprogramming the device resumed normal function.